Event description:
During a clinic follow-up, an increase in the capture threshold and pacing impedance were observed on the right ventricular (rv) lead. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that further episodes of increased capture were observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event.